Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the universal surgical manipulator (usm) 1 to resolve the issue. The fse reported that it was likely that liquid has infiltrated the "tornado" axis control switch and that the user would need to be careful to not get any liquid in the control switch when bio-cleaning the system. The system was tested and verified as ready for use. Isi received the part involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed and reproduced the reported issue "tornado button not working". The unit was tested on an in-house system and passed normal. The unit was also test on a patient side cart (psc) fixture test platform (pftp) and passed lissajous, led brightness, sine cycle, fiber, and brake test but failed insertion button test (tornado down). After further investigation, fluid intrusion was found along the spar. The spar/toggle switch assembly and axes controller spar (acs) board will be replaced as a fix.. No image or video clip for the reported event was submitted to isi for review. A procedure log review was performed. Per the review, the following was confirmed: the reported issue occurred on (B)(6) 2022 during a pediatric pyeloplasty surgical procedure performed by the listed console surgeon on system sk0832. This complaint is considered a reportable event due to the following conclusion: a usm was abandoned after the start of the procedure and the surgeon was able to continue with the procedure robotically using 3 arms. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted pediatric pyeloplasty surgical procedure, the customer experienced issue with tornado function on universal surgical manipulator (usm)1. System did not react when user pressed tornado button on usm1. Prior to calling technical support, the site has already soft powered the system. The intuitive surgical, inc. (Isi) technical support engineer (tse) guided the site to hard power cycle the patient side cart (psc) and the issue remained. All other tornado's were functioning on others arms. When pressing clutch and tornado buttons, press and depress line were visible in artemis plus the specific sound was heard when starting the tornado move. After less than one second the sound ended, and the tornado stayed in the same position. Tse called reporter back to check if it was in stand-alone mode the issue persisted. After deploying psc and after a short period of storage and testing all arms, issue remained with usm1 tornado only. Reportedly, the usm1 was not used due to clinical aspect. The procedure was completed as planned with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the system functionality was checked prior to calling technical support, the system did not present any errors. The issue occurred during the surgery and the procedure was completed with using 3 arms instead of the 4 arms initially started.